Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Cody c. Green, md, george j. Haidukewych, md (2019), isolated polyethylene insert exchange for flexion instability after primary total knee arthroplasty demonstrated excellent results in properly selected patients, customer has indicated that the product will not be returned because product location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the patient underwent a revision procedure due to flexion instability where the articular surface prosthesis was exchanged. No further event information available at the time of this report.